Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a chronic driveline infection, and was taken to the operating room (or) for an exchange of their heartmate 3 pump on (B)(6) 2022 using a sternal approach. During the surgery, the surgeon removed the heartmate 3 (hm3) pump from the apical cuff to reposition the pump. While the surgeon was using the unlock tool to unlock the pump from the apical cuff, the locking mechanism of the apical cuff's lock bent. The locking mechanism was bent back into place. The surgeon was able to lock and unlock the mechanism; the original pump was reattached to the apical cuff. The surgeon stated that the yellow indicator line was not visible and the lock was secure. There was a short delay in the implant procedure due to this issue. Related MFR #: 2916596-2022-13453.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of damage to the cuff lock was confirmed based on the submitted photographs. It was reported that after implanting the pump, the surgeon wished to reposition the device and disengaged the lock using the unlock tool. After unlocking the pump, the cuff lock was found to have become damaged. The submitted photographs showed the latch arm bent upward and forward, which would have prevented the lock from engaging during any subsequent attempts. The clinical consultant advised that the backup pump should be used, but the surgeon wished to use the original pump. The surgeon elected to bend the latch arm back into position and engaged it with the implanted apical cuff. No yellow indicators were visible, and the surgeon felt the connection was secure. The patient remains ongoing on vad support with no further issues report. The hm3 IFU provides steps to follow if the orientation of the pump requires adjustment and warns not to try to repair any of the heartmate 3 system components. The heartmate 3 lvas surgical hand tools instructions for use provides steps to follow to open the slide lock. The relevant sections of the device history records were reviewed and showed no deviations from mfg or qa specifications. Heartmate 3 lvas IFU provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. This section provides steps to follow if the orientation of the pump requires adjustment. The hm3 IFU warns not to try to repair any of the heartmate 3 system components. The heartmate 3 lvas surgical hand tools are shipped with heartmate 3 lvas surgical hand tools instructions for use. The general information section explains that the heartmate 3 unlock tool is an optional tool that can be used to open the slide lock mechanism. The using the unlock tool section provides steps to follow to open the slide lock. No further information was provided. The manufacturer is closing the file on this event.